Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was kinked the following information was received by the initial reporter with the following verbatim: I wanted to let you know that I just went to speak to some of the staff to let them know our plan. I was told that one nurse had two instances over the weekend. One was pitocin, but the other was a mainline solution at 125ml/hour that was on a pump. The tubing kept kinking making the pump alarm occlusion. This is (B)(6).